Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. All recipient symptoms have reportedly resolved. The recipient will be followed per center's protocol. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing vertigo following initial implant surgery. The recipient was reportedly prescribed meclizine and diazipan.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.